Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant fell out of the mount. When removing the implant from the case, it fell out of the mount. The doctor commented that it was likely loose from the beginning. The doctor said he had seen similar cases twice before. The procedure was completed using another implant or another device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvm4h10, (imp, tsv, 4.1, 1, mtx,mc,) for evaluation. Visual evaluation / functional test was performed, no damage to the implant was identified. Malfunction was not identified as mount engaged/retained to implant during functional testing. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1248307. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1248307 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: disengaged. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was clinician mishandles product. Therefore, based on the available information, a device malfunction did not occur. The implant shows signs of usage however no malfunction identified. The reported event/coob is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie did not receive one (1) tsvm4h10, (imp, tsv, 4.1, 1, mtx,mc,) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1248307. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1248307 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was clinician mishandles product. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.